Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Information to review the device history records was not available. Follow up attempts for this additional information are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "persistent pain."